Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
During an unknown step in the device operation of the glidescope gvl 4, the handle was reported to exhibit wear & become uncomfortably sharp. No patient harm reported.